Event description:
Per medwatch. Nurse was placing a PICC line into the right cephalic vein. Catheter was inserted and good return obtained. When an attempt to remove the guidewire was made, it couldn't be removed. Another PICC certified nurse attempted to help. When the guidewire was pulled again, it cut the line in two. The pt was taken to radiology for removal of the rest of the line. The product can be evaluated on site only. Pt injury indicated. No other info provided.